Event description:
The pump and catheter were explanted due to "device malfunction". Specific malfunction was not defined. Pt recovered without sequelae. The drug infused was baclofen.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.